Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During an on-site visit, the staff reported an unknown quantity of novum iq large volume pumps had concurrent flow. During tylenol secondary infusions at 300ml/hour the staff ¿sometimes drip primary further¿ and ¿no clamps available so sometimes just leave as is.¿ the event occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.